Event description:
It was reported that during a site visit by bd representatives, an infusion of leucovorin at 297ml/hr. With no concurrent flow was observed. However 15ml had to be added to the vtbi when the infusion completed due to medication leftover in the IV bag. Per report, no further information available and no products available for investigation. There was patient involvement but no harm.

Event description:
It was reported that during a site visit by bd representatives, an infusion of leucovorin at 297ml/hr. With no concurrent flow was observed. However 15ml had to be added to the vtbi when the infusion completed due to medication leftover in the IV bag. Per report, no further information available and no products available for investigation. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.